Event description:
Caller reported a cartridge alarm 30 during the load process, which did not adversely affect the customer's blood glucose level. The issue was confirmed as recurring with consecutive cartridges, so tandem technical support decided to replace the pump. The customer, whose pump was still under warranty, was advised on necessary steps, including returning the problematic pump using the provided ups return box. The customer was informed about the receipt of a new pump with updated software and understood all instructions, ensuring continuity in insulin delivery by continuing to use the current pump until the new one arrived.